Manufacturer narrative:
At the time of reporting, the outcome of the events was unknown. The manufacturer's report number for this case is 9681138-2013-0004. Corega ultra cream is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of intoxication in a female pt who received triple salt dental adhesive cream (corega ultra cream) cream for an unknown drug indication. A physician or other health care profession has not verified this report. Co-suspect medication included "food or medication" (unknown). On an unk date, the pt started triple salt dental adhesive cream (dental). Immediate after starting triple salt dental adhesive cream, the pt experienced facial allergy which was diagnosed as intoxication caused by foods or medications. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unknown.